Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "always says battery is low" was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, lithium battery low was found to have occurred during servicing. Quality engineering has confirmed lithium battery low as the determined problem. The root cause was a depleted lithium battery. The lithium battery was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility reported a colleague infusion pump with "always says battery low." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.